Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). As a result of the evaluation by (B)(4), the following was found. The instrument channel was clogged. There was play in the angulation. The body of the control unit was chipped. The adhere of the bending section rubber was chipped. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A foreign material got out of the instrument channel of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.